Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was red particulate matter on the needle syringe of two (2) floseal hemostatic matrix kits. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection was performed via the naked eye and under the microscope; red particulate matter was identified at the bottom of the syringe barrel for both kits. The material is consistent with the rubber stopper material of the calcium chloride vial. Under the microscope, a small piece of the rubber stopper was found missing for both kits. The reported condition was verified. The cause of the condition is most likely coring, could the cause of the coring could not be objectively determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.